Event description:
Doctor noted that the implant on the reference chart did not match up to the implant that was used to create the final plan. Doctor also visually determined that the trajectory of the guide is too distal and lingual than the final plan. No patient injury has occured. Doctor noticed the device deficiency before the surgery date.